Manufacturer narrative:
(B)(4); the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and no tones were emitted on magnet application. No adverse patient effects were reported.